Manufacturer narrative:
The ventilator was investigated on site by our filed service engineer. The ventilator failed flow transducer test during pre-use check. The problem was most probly caused by water collecting inside the expiratory cassette. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).